Event description:
It was reported that the procedure was to treat a tortuous and calcified lesion in the marginal vessel with proximal lesion occlusion. During an attempt to cross the occlusion with the balance middleweight (bmw) guide wire, the guide wire met resistance with the vessel, and could not cross to the lesion. During removal, resistance was met with the vessel and the guide wire separated. The separated portion remained in the guiding catheter and was retrieved with a goose neck snare. A new bmw guide wire was used to complete the procedure successfully. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, product placement technique, product size selection and accessory device support; and is typically not associated with a product quality deficiency. Based on the information received with the complaint, the inability to cross appears to be related to the tortuous vessel, calcified lesion and proximal lesion occlusion anatomy. Factors that may contribute to resistance while crossing/during removal while in the lesion may include, but are not limited to, patient anatomy, lesion morphology, device selection, device placement technique, and/or interaction between associated devices. In certain circumstances, such as manipulation through tortuous and/or tight lesions, where heavy torquing and/or pushing/pulling is required, the clearances can be reduced to an undesirable level and could lead to resistance. In this case, the lesion was described as occluded which could have contributed to the reported resistance. Guide wire separation may occur when the guide wire is subjected to tensile or torsional loads beyond its design limits causing the distal tip to detach. A guide wire being over pulled or over torqued would require the tip to be trapped within the anatomy or another device in order to create the required forces to damage the wire as described. Any additional attempts to retract the wire in this trapped state would exceed design limits and cause the reported separation. In this case, the reported resistance during removal could have contributed to the reported separation. The guide wire was not returned which may have aided in the evaluation. Reportedly, the separated portion remained in the guiding catheter and was retrieved with a snare device. In order to ensure that inability to cross the lesion, resistance with the vessel and guide wire separation does not occur as a result of a product quality deficiency, manufacturing performs 100% visual inspection of the guide wire tips after it is loaded into the dispenser, performs non-destructive tip pull test and performs 100% outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality. A review of the lot history record indicated no nonconformance material report for the lot and a search of the complaint database indicate no related incidents. In summary, based on this investigation, there is no indication of a product quality deficiency.